Event description:
The md and the resident were plating a displaced suture. The resident was placing the 1.7 x 8mm screws into one of the drilled pilot holes. While turning the screws in, they snapped at where the head and shaft meet. The broken shaft portion of the screw was left in the pt. The plate was adjusted and the procedure continued without further incident.